Event description:
(Os 17.817). The dentist reported 4 months after the dental implants was installed in intraoral region #4 it was verified its non osseointegration. 15 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type IV).

Manufacturer narrative:
(B)(4).